Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link rx ultra stent delivery system (sds) noted the stent implant was returned dislodged from the balloon. The balloon was tightly folded. The device was inadvertently lost/discarded before the analysis could be done. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. Several attempts were made to obtain clarification from the account as to the circumstances of the procedure; however no additional information was available. It is unknown when the stent dislodgement occurred. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. All stent delivery systems are visually inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the device did not cross the lesion. The patient was treated satisfactorily with another ultra stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No other issues were reported for this procedure. The returned device information revealed two devices were returned. The second device, 5 x 28 mm ml rx ultra, showed the stent was dislodged from the balloon; the balloon was tightly folded. The stent was returned with the stent delivery system; however, no information could be obtained on when or how the stent dislodged.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.